Event description:
It was reported that during a laparoscopic hepatectomy procedure, the firing force was higher than expected at the 1st firing and the firing was stopped on the way. The cartridge was white. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a cartridge present. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
The thickness of the target tissue was regular. The instrument was not fired across or near an existing staple line or clip. After use, each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention. The deployed staples were unformed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.